Event description:
Caller reported a malfunction on the pump that had occurred at least three times prior without notable events. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.